Event description:
It was reported that underwent a knee arthroplasty. Subsequently, patient underwent a revision procedure on an unknown date due to patella post fracture and pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products : regenerex tibial tray (ref. No. 141275, lot no. 038580), vanguard knee system (ref. No. 183052, lot no. 635830), biomet knee system modular finned stem (ref. No. 141314, lot no. 054280), vanguard tibial bearing (ref. No. Ep-183460, lot no. 149120).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint was confirmed by review of medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a healthcare professional. Patient was experiencing pain and x-rays shows patella had failed. Patella became loose and was removed. During removal the 3 metal pegs were still in the patella and were removed. The root cause of the event was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. This type of event has been further investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device was implanted on an unknown date in 2015. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that underwent a knee arthroplasty. Subsequently, patient underwent a revision procedure on an unknown date due to patella post fracture. Attempts have been made and no further information has been provided.